Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was unable to turn stimulation back on after deactivating her ipg. It was also reported the charger and programmer can no longer communicate with the ipg. A replacement charger was issued to the pt but did not resolve the issue. The pt last recharged the ipg a month ago. As a result, the pt will undergo surgical intervention to address the issue.